Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as cracked valve seat diaphragm valve and one opening assessed as surgical damage. Additional observations: total delamination of plug strap disk shell assessed as adhesive failure. Partial delamination of valve assessed as adhesive failure. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.